Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was confirmed and reproduced during evaluation. Evaluation observed a stuck # 2 key. The following keys were inoperable: #3, (.), #4, #5, #6, #7, #8, and #9 key. When the "abc" key is pressed, ad will be displayed due to an automatic output. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a malfunctioning keypad in the medical surgical care area. The customer reported that "when you turn the unit on and try to program that a key is stuck and it just keeps scrolling as a up down soft keys is stuck in the pressed position." It was also reported there was no patient involvement.